Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post percutaneous coronary intervention, side branch event occurred. On (B)(6) 2013, the subject's qualifying condition was unstable angina and the subject was referred for cardiac catheterization which revealed one target lesion. Target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis, a length of 12 mm, and reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. The baseline core lab angiography revealed 30% side branch stenosis at right posterior atrioventricular (r-pav) branch. Immediately after the procedure, angiography revealed 80% 'branch percent stenosis in r-pav. On the same day the subject was discharged on dual antiplatelet therapy.